Event description:
Reporter indicated that a patient sample (type not provided) was tested, using the suspect device, with a result of 472mg/dl. Reporter stated that, within 30 minutes, an additional sample (type not provided) was obtained from the same patient, and when tested in the facility's lab, measured 108 mg/dl. Reporter did not state when quality control testing was last performed on the system; rather, reporter indicated the she did not know how to run control tests, and did not feel comfortable trying. Technical support requested the return of the suspect product; however, reporter declined to return the device to the manufacturer.